Event description:
It was reported the lead integrity alert was triggered for the right ventricular lead oversensing and noise. It was noted that the lead trends and impedances have been stable and that pocket manipulation did not elicit any oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review found lead integrity alert triggered. Programmer data shows lead integrity alerts on (B)(4) 2010 and (B)(4) 2011. Patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2010 and (B)(4) 2011. High resistance/impedance and patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2008 and (B)(4) 2009. Programmer save to disk data show right ventricular pacing lead impedance alerts, 1152 ohms peak between (B)(4) 2008 and (B)(4) 2009. Oversensing and ventricular non-sustained tachycardia less than equal to 210 ms between (B)(4) 2008 and (B)(4) 2011. Interference/noise and ventricular short interval count (v-sic) equals 7.3 counts avg/day, in 104.47 days, between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review found lead integrity alert triggered. Programmer data shows lead integrity alerts on (B)(6) 2010 and (B)(6) 2011. Patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 and (B)(6) 2011. High resistance/impedance and patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2008 and (B)(6) 2009. Programmer save to disk data show right ventricular pacing lead impedance alerts, 1152 ohms peak between (B)(6) 2008 and (B)(6) 2009. Oversensing and ventricular non-sustained tachycardia less than equal to 210 ms between (B)(6) 2008 and (B)(6) 2011. Interference/noise and ventricular short interval count (v-sic) equals 7.3 counts avg/day, in 104.47 days, between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported the lead integrity alert was triggered for the right ventricular (rv) lead oversensing and noise. It was noted that the lead trends and impedances have been stable and that pocket manipulation did not elicit any oversensing. The lead remains in use. It was later reported that the lead integrity alert triggered again for ongoing non-physiological oversensing. The pace/sense portion of the rv lead was capped and replaced and the high voltage portions of the rv lead remains in use. No patient complications have been reported as a result of this event.